Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.

Event description:
The patient reported uncomfortable stimulation. The physician decided to explant the system.